Manufacturer narrative:
Investigation eval: our eval of the returned device was unable to confirm the report due to the condition of the returned product. The returned tray consisted of the handle, the trigger cord attached to the barrel with one black band attached. A single loose amber band was also included with the return. The catheter and the blue hooks were not included with the return. Movement of the handle wheel was performed and functioned as intended. The integrity of the string and the beads was examined. It was noted that the string was fully intact and contained one double tied knot at the end. Two groups of 6 sets of beads were attached to the string. The product is sold with two sets of 6 beads (total 12 beads). Bead mold integrity ¿ the beads were examined using magnification and found to be filled and no evidence of excess flash was observed. The string length was measured from the knot to the bead end using a calibrated device ¿ t2523 fixture and found to be within specification. The total length of the string was also measured from proximal to distal knot. It was noted that at approx 12 cm from the proximal end of the trigger cord, the braid was becoming loose in a small section. Beads were located in the specific groove for correct placement and are thus within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined due to the condition of the returned product and because the actual use conditions could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. This instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add¿l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as port market feedback continues to become available.

Event description:
A cook 6 shooter saeed multi-band ligator was selected by the user. Prior to pt contact, the thread failed. [The loading catheter is used to thread the ligator cord through the endoscope and this description reasonably suggests the blue hook may have separated during the loading process]. This occurred during the loading process; the loading catheter was not located inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.